Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had software error detected and the motor arm cannot communicate with the main arm error. The customer¿s blood glucose was 142 mg/dl at the time of incident. Customer reported that they received failed battery alarm. The insulin pump will not be returned for analysis.